Manufacturer narrative:
The pump has been returned to the manufacturer for analysis. A follow-up report will be sent when the analysis is completed.

Event description:
After the patient had their pump implanted, they had one day of pain relief at 25mcg/day of morphine. The pain progressively worsened. The patient had returned to the clinic for multiple dosage adjustments up to 150mcg/day. The physician had removed 19ml from the pump and only 16.4ml should have been in the pump according to the read-out. The physician was unable to withdraw medication from the cap. A catheter dye study was done and revealed that the catheter was intact. A rotor study was also done and the rotor moved as expected. They were able to visualize active flow from the pump connector site. The physician was convinced that the pump was not functioning adequately despite the study results. The pump was removed from the pocket site the next day. The pump was disconnected from the catheter and the catheter was patent and free-flowing. The patient recovered without sequela.